Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer alleges insulin pump was under delivering. Customer's other blood glucose value was 363 mg/dl and 323 mg/dl and 327 mg/dl and 287 mg/dl. The customer was treated with manual injection and insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Pump passed the delivery accuracy test at 0.0876 inches. (B)(4).